Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion tm cx 50 cm lead. Model #: sc-4318, lot #: 18338769, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient developed an infection following a surgery wherein the ipg was repositioned. It was also mentioned that the patient felt a tearing sensation at the lower back while turning abruptly and has a visible splitting of the epidermal layer. It was unknown on what caused the infection. The patient underwent an explant procedure and was doing well postoperatively.